Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a recurring cholesteatoma. Cholesteatoma removal surgery is scheduled.

Manufacturer narrative:
The recipient underwent successful cholesteatoma removal surgery. The recipient's device was reportedly not explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.